Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event. Explant date: 2 years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were discarded by the medical facility and will not be returned. Additional information was received that the reason for explant was due to patient experiencing inadequate stimulation.